Event description:
Reference number (B)(4). Event occurred in the united states. On 2024, the patient faced occlusion alarm. The blockage was in the tubing. The issue got resolved by changing supplies as necessary and resumed insulin therapy. No further information available.